Manufacturer narrative:
Evaluation summary: please note, the initial 3500a report stated that "the device had been discarded." That note refered to the ablation catheter that was also reported in a separate MDR to the FDA. (B)(4). It was reported that a female patient, 70 yo, underwent an atrial fibrillation (afib) procedure with an ep-stockert generator and suffered a cerebrovascular accident, developed an esophageal fistula, and expired. Repair follow-up was performed and the device was not sent for service. Service was declined by the customer. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.

Event description:
It was reported that a female patient, (B)(6), underwent an atrial fibrillation (afib) procedure with an ep-stockert generator and suffered a cerebrovascular accident, developed an esophageal fistula, and expired. Approximately 14 days after the procedure, the patient presented to the hospital suffering fever and septic shock symptoms. An MRI of the brain showed ischemia. A CT of the chest showed an accumulation of air between the posterior left atrium and the esophagus, suggesting a fistula. Two days later the patient expired. The physician¿s opinion regarding the cause of this adverse event is that this is due to thermal lesion of the esophagus due to radio frequency (rf) energy application. Based on the facts of the case and the physician¿s assessment, there were no reported malfunction with any of the catheters and systems used during the case. Thus, this event is unrelated to the device, and related to the procedure. The complaint device was discarded by the customer.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products: thermocool® smarttouch® bi-directional navigation catheter, lot#unk. (B)(4). The device has not been returned for evaluation.